Event description:
It was reported that the patient's right ventricular lead was explanted due to lead dislodgement. The patient remained in stable condition.

Manufacturer narrative:
Primary Unique Device Identification (UDI) Number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.